Event description:
The customer reported that the device was shedding blue pieces of insulation from tip. Replaced device. No apparent harm to patient. No blue pieces noted in surgical field.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.